Manufacturer narrative:
Date of procedure was requested, but to date has not been provided, therefore, an estimated month and year were provided. Awaiting further info to complete the investigation. A f/u report will be provided with additional info. A second device used in the same procedure was filed under MDR 2951580-2011-00034.

Event description:
During a procedure, using a dyonics rf system and a dyonics rf-s whirlwind 90 degree probe with integrated cable, the pt was reported to have sustained a second degree burn on the shoulder from hot fluid dripping from the cannula. No additional info is available at this time.